Event description:
It was reported that during a laparoscopic gastric sleeve resection procedure the surgeon fired 1st reload at pyloric antrum when the knife didn't return entirely to its original position. Not able to open the device, surgeon activated manual locking lever to pull back the knife and to open the jaws. Or staff opened then a 2nd device and handed it over to the surgeon who then tried to continue the procedure. But the device didn't work at all. It seemed that it was broken from the beginning. The surgeon finished the procedure with a mechanical device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Damaged firing trigger switch actuator post. Two devices were returned: device (a) was returned with the firing mechanism damaged and without a reload present. The device closed and opened properly during testing. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator lose which would lead the device to not fire. The knife reverse mechanism was noted in good condition. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (b) was returned in good visual condition and with one cartridge loaded on the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. If the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.